Event description:
It was reported that a patient's scheduled generator replacement had to be cancelled due to the patient having multiple seizures and being unsafe to transport. The patient's generator replacement was rescheduled. No other relevant information is available to date.